Event description:
Customer reported the tool issue: the implant driver peek tip is broken.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The product is not available for investigation. Trend is tracked and monitored.